Manufacturer narrative:
The reported field event of backup vvi was confirmed in the lab. Interrogation of the device revealed the device was above the elective replacement indicator (eri) when received. Electrical testing revealed an insufficient internal supply due to a hybrid anomaly.

Event description:
It was reported that the patient presented remotely via merlin.net. Review of the transmission revealed that the implantable cardioverter defibrillator was in backup operation. The device was explanted and replaced. Further information was requested however, was not provided.